Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. Further examination under magnification reveled debris on the fiber face within the sma connector. As a result, no aiming beam was visible and effective transmission was not measured. The condition of the returned device would cause to have no energy output thereby confirming the reported event. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexiva 200 laser fiber was used during a laser ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure the aiming beam went out and the laser stopped working. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there were debris on the fiber face within the sma connector.